Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device discharged three deliveries of energy to the pt, once at 120 joules, a second at 150 joules and a third at 200 joules. However, on the fourth attempt to deliver energy to the pt, the device displayed a "bridge test failed" message and failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.